Event description:
Reportedly, the pt's bowel was punctured by a tack from the device. A re-operation was performed to repair the punctured bowel. Pt expired in 2002. Procedure: laparoscopic ventral hernia repair.